Event description:
Follow up information received. It was reported that the incision is still slightly opened, but the physician determined that the wound is no longer an issue. It was also reported that a physician was able to confirm the temperature difference between the battery site and the opposite side of the patient's back. Infection has been ruled out. Patient may undergo surgery.

Event description:
It was reported that the patient's wound is healed. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg incision is opening up slightly. The physician checked the ipg site and made the determination to re-stitch the incision.

Event description:
In addition to the patient having issues with the ipg incision opening up, it was reported that the patient felt a heating sensation at the ipg site. Troubleshooting included checking for impedances, which were normal.